Event description:
It was reported that the customer experienced a blood glucose (bg) level of above 600 mg/dl. Bg cause was unknown. Bg was addressed via a manual dose injection. A system check was performed, and it was found that the customer was using cold insulin within the pump supplies. Tandem technical support educated the customer on insulin labeling. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.